Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event with a nadir blood glucose of 61 mg/dl following a meal announcement. The user self-transported to the hospital for evaluation. In the hospital, blood glucose was managed with intravenous dextrose. The user was treated and discharged the same day. The ilet was reconnected after hospital treatment, and no device malfunction was reported.